Event description:
Info received indicated nurse call function will not operate.

Manufacturer narrative:
The tech found the sidecom board was defective. He replaced sidecom board which resolved the issue.